Event description:
New information noted that the programming changes were made (B)(6)2020. The patient was in stable condition after the programming changes were made.

Manufacturer narrative:
Additional: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net with complaints of inappropriate shock. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator was in backup vvi. Programming changes were discussed but not performed. Patient condition was not reported.